Event description:
It is reported approximately 2 minutes into a transurethral microwave treatment (tumt) procedure, the pt¿s rectal temperatures began to elevate, the pt began to feel faint and his color was very pale. The physician stopped the treatment and administered oxygen to the pt and subsequently had the pt transported to the emergency room. The pt was not admitted to the hospital, there were no further pt injuries and the pt is currently doing fine. The physician suspects the pt had a vasovagal reaction.

Manufacturer narrative:
No disposable devices will be returned; therefore no direct product analysis is available. The treatment file printout from the control unit was obtained and reviewed along with the catheter device history record. All manufacturing and quality assurance testing was carried out in accordance with the standard procedures and the product met its specifications at the time of release. The treatment file revealed that the system and catheter operated properly and that the treatment was interrupted by the operator at the time of the event. The physician suspected that the pt experienced a vasovagal response. The pt has recovered and is currently doing fine.